Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during placement of a breast tissue marker, the marker applicator allegedly was difficult to remove from the probe. There was no reported patient injury.

Event description:
It was reported that during placement of a breast tissue marker, the marker applicator allegedly was difficult to remove from the probe. There was no reported patient injury.

Manufacturer narrative:
A lot history review was conducted and it was determined that a device history record (DHR) review was not required, however requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One senomarkultra marker applicator was returned for evaluation. The marker applicator was received with the distal tip detached and not returned. No pga pads or wireform were returned with the marker applicator. The plunger rod was removed from the marker applicator without issue and slight damage noted. Functional testing was not viable due to the returned sample condition. Therefore, based on the returned sample condition, the investigation is confirmed for the identified detached distal tip and inconclusive for the reported removal difficulties. Removal difficulties likely led to the detached marker applicator tip. However, the definitive root cause for the removal difficulties and detached tip could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.